Event description:
It was reported that following a stenting treatment procedure, stent thrombosis and myocardial infarction occurred. The patient presented to the emergency room with chest pain. Then the index procedure treated the 100% stenosed target lesion located in the mildly calcified and mildly tortuous obtuse marginal branch. Pre-dilation was performed with an unspecified 2.5x20mm compliant balloon. Next a 3.0x16mm promus element plus stent was advanced and deployed at 15 atms for 11 seconds and was well expanded and well apposed. No post dilation was performed. Two hours later, the patient complained of chest pain and presented with a myocardial infarction. After being brought back to cath lab, angiography revealed the mid section of the 3.0x16mm promus element plus stent had thrombosed. The patient was started on angiomax and an integrilin drip. An aspiration catheter "was passed through the vessel multiple times to do a thrombectomy." No further patient complications were reported and the patient status is "doing better but still in critical condition."

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).